Manufacturer narrative:
Lot number was not provided by customer. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 01 year and 09 months was installed in intraoral region 04#, its non-osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented bone type IV.